Event description:
We received a request from a medical team to check with sophysa if you have in your quality system any report/record/complaint related to post-implantation infection considering a specific batch of polaris valve. We had a surgery on (B)(6) 2022 that the polaris valve (batch: 333572) was implanted, however, after 72 hours it was necessary to remove it because there were signs of infection in the patient. The medical team are investigating the possible causes that may have contributed to this problem and therefore the request to sophysa to provide a document (report, declaration..) On the inexistence or existence of similar cases related to this same batch.